Event description:
According to the reporter, during a functional end-to-end anastomosis for right hemicolectomy, at the time of closing the insertion hole, an error sound was heard during firing. When the handle screen was checked, it instructed to press and hold both sides for 10seconds to restart. Since it was in the middle of the firing, the firing was continued until to the tip, and the device was restarted, but the knife did not retract, and the jaws did not open. The tissue had been cut and sutured so the tissue was able to detach from the jaws and removed. The surgeon confirmed that there was no issue with the staple formation. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:(B)(6)), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), sigpshell, sig power sigpshell control shell (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.